Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2025 that the patient reported damaged infusion set boxes from inside and outside with damaged product. The damage was marked with an orange damage label. No further information available